Manufacturer narrative:
(B)(4). The explanted lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device check one day post-implant, this right atrial (ra) lead was sensing, but exhibited loss of capture even at maximum pacing outputs. The ra lead was programmed off and the device was set to pace only in the right ventricle (rv) at 50 ppm. A lead revision was planned, depending on how the patient felt without ra pacing. However, when the patient was leaving the hospital later that day, they felt light-headed and were hypotensive. The cause was not determined, but it was considered that the pacing rate might have been too low and the device was reprogrammed to vvi 70. The following day, the patient¿s blood pressure was still low, so the device was reprogrammed to vvi 55 to reduce rv pacing and the ra lead revision was scheduled. An x-ray confirmed the ra lead was dislodged and the physician believed the dislodgement was due to the patient¿s anatomy and the size of the patient¿s atrium. This lead was explanted and replaced. No additional adverse patient effects were reported.